Event description:
Clinic staff reported that when responding to a venous pressure high alarm, air was noted in the venous bloodline passed the ultrasonic air bubble detector. There was no pt injury or medical intervetion.